Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that the device was used to try to reenter the sfa. The catheter was introduced and inflated then the standard wire was introduced. The wire exited the correct port but pushed the balloon back. The physician then attempted to introduce the stiff wire in a different portion of the artery. That did the same thing and the physician abandoned the procedure. No patient injury reported. Evaluation summary: the enteer guidewire was received for evaluation without additional ancillary devices or cine images from the procedure. The enteer guidewire was examined visually and tactilely: a bend/kink was noted at the distal end of the guidewire. No other abnormalities or deformities were noted in the guidewire. The enteer device was examined a bend just proximal to the balloon was noted and a kink in the balloon was noted just proximal to the proximal side port. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed: clear fluid stream was observed exiting the distal tip. The enteer guidewire was loaded through the distal tip with ease. The enteer guidewire was able to navigate out the proximal side port, the distal side port, and the distal end. When the guidewire was navigated out either side port just as it exited the balloon would move proximal to the guidewire. Dimensional verification: the guidewire presents an overall length of 299.90cm, a finished coil length of 3.083m (1.214"), a shaped tip length of 0.0556", ptfe coated shaft diameter of .01310" to .01315" and a finished coil diameter of .01075" (proximal end of the coil) to .01080" (in the vicinity of the angle tip). Tip shape appears normal and unremarkable with a tip angle of approximately 27.7degrees. Observation findings: the specimen presents numerous bends/kinks of varying severity and frequency, scattered over the length of the device proximal of the manufactured tip bend. The specimen also present an offset coil wrap immediately distal of the proximal coil-to-core solder joint. The ptfe coated shaft presents random scrapes in the coating exposing the metallic core wire substrate. Dried blood-like material deposits are scattered over the length of the specimen. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. When tested for fit/function within the accompanying enteer balloon catheter, the distal tip of the specimen wire was passed through the true lumen and both side lumen ports with no effort.